Manufacturer narrative:
During evaluation, stryker observed that device was unable to perform compressions and was in a lock up state. It was determined that the cause of the reported issues was improper calibration of the compression module. The compression module was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not perform compressions and that the device was in lock-up state. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.